Manufacturer narrative:
Product analysis: analysis determined that the programmer stylus and cursor were misaligned; the stylus was re-calibrated. Analysis also noted that there were error messages present in the event log; the software was updated. Additionally, the power cord bay assembly was replaced due to damage. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.